Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was electively explanted and replaced due to an advisory status. No further information was available.